Event description:
During an unknown procedure, it was reported by the rep. The device jammed. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: the instrument was received with 2 formed, 1 partially formed and 3 twisted unformed staples jammed in the cartridge nose. The jammed staples were removed from the nose and the instrument was cycled, fired, and properly formed the remaining 17 staples without incident. Conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil. The instrument was received with 2 formed, 1 partially formed and 3 twisted staples jammed in the cartridge nose. The instrument had been dry fired and then refired repeatedly. The 2 formed, 1 partially formed, and 3 twisted staples were removed from the cartridge nose and the instrument was then cycled, fired, and properly formed the remaining 17 staples without incident. Comments: the instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument.